Event description:
Patient's representative reported "suffered significant health damage and impairments". Later, patient's representative reported "redness", "irritation", "hematoma", "pain", "swelling" and "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.